Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results using the inratio meter. Patient just recently came back from europe and made sure the strips and meter were in his carry on baggage.